Manufacturer narrative:
A technical investigation showed an error code of z426-382 during a treatment. Based on the information currently available and technical review, although no adverse event was reported, the display of the error code by the system may lead to a serious third-degree burn if the malfunction were to recur. Further investigation is being performed.

Event description:
A customer reported that the coolsculpting device is shutting off during treatment and z426-382 error codes with their coolsmooth pro on (B)(6) 2021.

Manufacturer narrative:
Corrected data: d1, d4, d8, d9, g1, g4, h6.

Event description:
A customer reported that the coolsculpting device is shutting off during treatment and z426-382 error codes with their coolsmooth pro on (B)(6) 2021.